Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. The stent was found to be loaded in the system. A force transmitting component in the grip section was found to be broken causing the failure to deploy the stent by using the thumbwheel and the fast track deployment lever. During the performed function test, the stent could be deployed by using the rapid deployment ring. The images provided show that a balloon dilation of the lesion was being performed after removal of the failed delivery system. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or a challenging placement site may result in high friction during the attempt to release the stent and subsequent deployment failure. In this case, the lesion had been pre-dilated and there was no difficulty in advancing the delivery system to the target site. On the basis of the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit." Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that during a stent placement procedure for treatment of a right iliac artery lesion via access through the right femoral artery, the vascular stent could not be deployed. The delivery system was removed and a pta was performed to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a right iliac artery lesion via access through the right femoral artery, the vascular stent could not be deployed. The delivery system was removed and a pta was performed to complete the procedure successfully. There was no reported patient injury.